Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm portico valve was chosen for implantation utilizing a large flexnav delivery system lot: 9198635. The macro deployment wheel of the flexnav was not working correctly. The macro deployment wheel was rotated until the locking position, but then could not be deployed. There was no resistance in the wheel, just a loss in translation of the movement. A replacement large flexnav lot: 8835610 was used to complete the procedure. There were no patient consequences. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was a delay that resulted in no patient effects.

Event description:
It was reported that on (B)(6) 2024, a 27mm portico valve was chosen for implantation utilizing a large flexnav delivery system lot: 9198635. The macro deployment wheel of the flexnav was not working correctly. The macro deployment wheel was rotated until the locking position, but then could not be deployed. There was no resistance in the wheel, just a loss in translation of the movement. A replacement large flexnav lot: 8835610 was used to complete the procedure. There were no patient consequences. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was a delay that resulted in no patient effects.

Manufacturer narrative:
An event of a "macro deployment wheel" of the flexnav was not working correctly was reported. Information from the field indicated that the macro deployment wheel was rotated until the locking position, but then could not be deployed. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The final inspection rev h of the device included a functional inspection of the thumbwheel before and after the press of the deployment button and verified that the device met specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.